Event description:
This account is from the nurse. The baby was ready for circumcision and the physician moved the light by the black handle to reposition. The light fell apart, and the diffuser hit the baby's lower leg and left a small mark. The rim and o-ring fell on the floor. Upon prepping the baby they noticed the skin was peeling. The nurse stated the light felt warm on her hand. The doctor also felt the temperature under the light bulb, and the light was taken off the baby. The time that elapsed was estimated by the nurse to be three minutes. The approximate distance from the lamp was 26 inches. There is a warning label on the lamp, "do not operate if glass cylinder is removed or appears cracked, chipped and damaged. Serious burns may result if used without the glass cylinder." The engineering department at the facility confirmed that the correct bulb was being used at the time of the occurrence. The facility has a system issue where some lights were being checked by their clinical technology and some by the engineering department. In this occurrence, the lamp was not checked by either department with the exception of the light bulbs being changed when requested. Checking of the springs were not part of the preventative maintenance. The site was told there were no changes in the design.